Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scroll bar was not moving with no input. Blood glucose was unknown. Troubleshooting was performed. Customer stated that an alarm was occurred and the middle button was unresponsive. Customer stated using the down arrow allows them to navigate screens. Customer also reported that insulin flow block alarm was occurred but issue was resolved by set changed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.